Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause of the reported error was due to a workmanship error during installation. Fluid was able to enter into the interior of the system table causing damage and subsequent failure. The uli board and the d40 board were exchanged and no further reoccurrence has been communicated.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The damaged components were exchanged and the technically problem was resolved. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. The customer reported a large amount of fluid was spilled over the system causing the system to fail. Due to the spilled fluid, a short occurred in one of the system boards resulting in no automatic table movements. The table was able to be moved manually. There is no report of impact to the state of health of any patient involved.